Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The device investigation was completed on 12/03/2014. Case comment: on (B)(6) 2014: the device was not in use at the time of device issue and did not result in an adverse event; however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer MDR #3004531588-2013-00022). Eval summary: inomax dsir #(B)(4) was returned to the manufacturer for service investigation. The regional service ctr (rsc) service log review confirms the reported complaint of a failed no sensor alarm. The alarm immediately followed a failed low no cell calibration with high point: 1219 counts and low point: 1089 counts. Rsc also experienced the reported complaint of a failed no sensor alarm at boot up and performed low and high calibrations to clear the alarm. The service log also revealed two (2) delivery failure (df) alarms prior to the failed low calibration. Elevated low point counts during the calibration are consistent with the misbehaving no cell with the elevated counts possibly contributing tp the df alarms that occurred prior to the failed calibration. The no cell was replaced. A full functional test was performed and the device operated according to specs so it was returned to the device service pool. The root cause for this incident was no calibration low counts above maximum. This condition will be tracked and trended under ikaria's quality system. This device was not in use on a pt; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
Failed no sensor [device issue]. Case description: on (B)(6) 2014, a healthcare professional in the united states spoke with ikaria customer care regarding a failed no sensor with inomax (B)(4) . The device was not in use on a pt at the time of the device issue. The reporter was not willing to speak to or troubleshoot the device with technical support. Inomax (B)(6) was removed from service and returned to ikaria for service eval. Investigational results were received on 12/03/2014.